Event description:
It was reported that the physician experienced difficulty while trying to advance the spring wire guide (swg) through the needle. The physician explained that he first attempted to place the swg through the needle into the subclavian vein, but was unable to advance the swg into position. He made several attempts of advancing & withdrawing the swg through the needle. Using the same needle & swg, the physician then attempted to advance the swg through the needle via the internal jugular vein. Again, after advancing & withdrawing the swg through the needle, he attempted to withdraw the swg entirely through the needle & it began to unravel. The swg was removed intact. As a result, a second kit was opened & the physician was able to advance the swg into position, place the catheter over the swg into the patients' internal jugular & successfully remove the swg. There was no delay in treatment & no patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.